Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: a3dr01 implantable pulse generator (ipg), implanted: (B)(6) 2013; 5076-58 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that one day post implant the right atrial (ra) lead had abnormal sensing of the p wave during interrogation, preventing atrioventricular synchrony. The lead was found to be displaced. The lead was programmed off and was subsequently repositioned and remains in use. It was noted that the patient was enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.